Event description:
Pt had a 3fr angiodynamics morpheus PICC and the hub of the catheter completely fell off. This was discovered upon the nurse going to d/c the PICC for the pt to go home. No harm was done to the pt. Dates of use: (B)(6) 2012. Reason for use: long term IV antibiotics/nutrition.